Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report# 1627487-2014-02573. It was reported the pt's scs system was explanted. The pt stated that approx four to six months after the implant she begin to experience bowel and bladder issues, which decreased when she stopped using her scs system. The pt did not notify sjm of the issue and had her system removed.